Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 450 mg/dl. The customer treated with manual injection. Customer declined to troubleshoot for high readings. The customer stated that her finger got stuck on the tape and she had a splint on. The customer stated that when she removed the cannula from her body, it was bent. The product was not returned for analysis.